Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high left ventricular (lv) lead pace impedance (>2000 ohms). The health care professional (hcp) planned on bringing patient in for vector configuration testing and continued monitoring. Additional information received indicates a surgical procedure was performed to cap the patient's lv lead. During the procedure, high shock impedance (>200 ohms) was identified on the right ventricular (rv) lead. The rv lead was capped and both leads were replaced. The device remains in service. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.